Manufacturer narrative:
Corrected data: based on the legal brief, the product was previously reported as a trapease vena cava filter. The label has been received. It states that the product is the optease vena cava filter. The lot number on the label is illegible. It was reported that a patient underwent placement of an optease vena cava filter, the original information indicated that a trapease filter was implanted. The medical records confirm that an optease filter was implanted. The information provided indicated that the filter tilted. The periphery of the filter abuts the wall of the inferior vena cava. The patient became aware of the reported event ten years and four months after the index procedure. The patient has also experienced fear, stress, anxiety and loss of enjoyment of life. According to the medical records, the indication for the filter implant was a history of deep vein thrombosis and long-term anticoagulation therapy and the need for knee replacement surgery. The filter was placed via the right femoral vein and deployed, the positioning in the ivc was confirmed with a second injection. Of note, the patient had a history of intravenous pyelogram (ivp) contrast allergy and was pretreated with steroids and histamine blockers prior to the index procedure. A computed tomography (CT) scans done approximately ten years and four months after the index procedure showed that the filter demonstrates approximately 12 degrees of tilt with the apex of the filter medial and anterior relative to the base of the filter. The periphery of the filter appears to abut the wall of the inferior vena cava without definitive evidence of penetration through the inferior vena cava. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the ivc filter is tilted. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the ivc filter is tilted. The implanted filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures. Which can result in severe pain and, life-threatening complications. It also poses an increased and progressive risk of migration fractures embolization of a fracture and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.